Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that they were allowed 6 boluses per day and their handset was slower than before. The patient stated that the screen was getting stuck at 90% for 30 seconds to 1 minute. The patient also mentioned that taking a bolus would take approximately 30 seconds to 1 minute. Additionally, the patient reported experiencing difficulty at times when trying to connect the communicator to the pump. The patient stated that these issues started 2-3 weeks ago. The agent reviewed data and assisted the patient with deleting data. The agent also reviewed best practices for connecting to the pump and following the steps, the patient was able to connect to the pump without any lag.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They stated that they called in a month ago since their device was not working a darn and got help then, but they still had the same issue. The patient stated that ever since they got a new pump 4 or 5 months ago, it had never worked right when connecting to their myptm (personal therapy manager) application because it would lag at 90% and sit there for a long time. There were other times it would not even recognize their device. The patient wanted to know if they could get another (B)(6) ptm because they claimed this had been going on forever. They stated that when they got a pump 5 years ago they had the same problem so they were given an (B)(6) and it worked excellent. The patient was nervous because sometimes they did not know if their handset could deliver medicine to them. An agent walked the patient through clearing data and the patient was able to connect to their myptm app like normal. The issue was resolved.